Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-oct-2023. H.6 investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was not observed. The customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign material was assessed through fourier-transform infrared spectroscopy (ftir) analysis and it was determined to be polypropylene. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder a piece of plastic was discovered in front of the cannula. The following information was provided by the initial reporter. The customer stated: upon sampling, a piece of plastic was discovered at the front of the cannula. I am unsure whether the sampling was carried out on the patient before this was discovered, but immediately after the discovery, I was contacted by the assistant nurse who discovered the error. The faulty product has been sent to me. The complaining unit had unpacked their needles from boxes so they could not return any packages. I have asked them to remove the products with the same lot but I have not received any feedback if they have done so or if they did not have several with the same lot (seems a bit strange if they did not). Our central warehouse has checked their stocks and they had nothing left on the shelves with the relevant lot number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder a piece of plastic was discovered in front of the cannula. The following information was provided by the initial reporter. The customer stated: upon sampling, a piece of plastic was discovered at the front of the cannula. I am unsure whether the sampling was carried out on the patient before this was discovered, but immediately after the discovery, I was contacted by the assistant nurse who discovered the error. The faulty product has been sent to me. The complaining unit had unpacked their needles from boxes so they could not return any packages. I have asked them to remove the products with the same lot but I have not received any feedback if they have done so or if they did not have several with the same lot (seems a bit strange if they did not). Our central warehouse has checked their stocks and they had nothing left on the shelves with the relevant lot number.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder a piece of plastic was discovered in front of the cannula. The following information was provided by the initial reporter. The customer stated: upon sampling, a piece of plastic was discovered at the front of the cannula. I am unsure whether the sampling was carried out on the patient before this was discovered, but immediately after the discovery, I was contacted by the assistant nurse who discovered the error. The faulty product has been sent to me. The complaining unit had unpacked their needles from boxes so they could not return any packages. I have asked them to remove the products with the same lot but I have not received any feedback if they have done so or if they did not have several with the same lot (seems a bit strange if they did not). Our central warehouse has checked their stocks and they had nothing left on the shelves with the relevant lot number.